Manufacturer narrative:
(B)(4).

Event description:
The customer complained two cases of (B)(6) reactions with seraclone anti-k (kel2) art.-no. 808125 lot 1015100 (dates of events: (B)(6) 2010). A third case in the same document was already rec'd in (B)(4) 2010 and reported to FDA on (B)(6) 2010.